Manufacturer narrative:
(B)(4). Cuvette lot# m1p3c471. Method: actual device evaluated (instrument). Customer returned samples tested (single-us disposable). Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. Result: no failure detected. Reported customer complaint not confirmed for instrument or single-use disposable. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports results lower than reference with a protime microcoagulation system. Protime generated 1.4 inr and laboratory result was 2.9 inr. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.